Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was being deployed in the laa when the physician felt that the position was too distal. A contrast injection was performed which showed that the patient had a perforation resulting in a pericardial effusion. The physician performed a pericardial tap to drain fluid. The procedure was continued with the closure device released from the core wire and successfully implanted in the laa of the patient. The patient was given protamine which seemed to help alleviate the effusion. The patient at this time was having some issues with their blood pressure. Some additional medication was given, and cardiopulmonary resuscitation needed to be performed. Transesophageal echocardiogram and angiogram imaging were performed which showed no additional increase in the effusion. The cardiovascular surgeon decided to perform a pericardial window to confirm that the effusion was stable. While performing this procedure the surgeon confirmed there was no more bleeding and removed 400ml of clot from the patient and closed the pericardial window. The patient's blood pressure went back to normal, and the patient became stable. The patient was taken to the intensive care unit to remain under observation.

Event description:
It was reported that the patient had a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was being deployed in the laa when the physician felt that the position was too distal. A contrast injection was performed which showed that the patient had a perforation resulting in a pericardial effusion. The physician performed a pericardial tap to drain fluid. The procedure was continued with the closure device released from the core wire and successfully implanted in the laa of the patient. The patient was given protamine which seemed to help alleviate the effusion. The patient at this time was having some issues with their blood pressure. Some additional medication was given, and cardiopulmonary resuscitation needed to be performed. Transesophageal echocardiogram and angiogram imaging were performed which showed no additional increase in the effusion. The cardiovascular surgeon decided to perform a pericardial window to confirm that the effusion was stable. While performing this procedure the surgeon confirmed there was no more bleeding and removed 400ml of clot from the patient and closed the pericardial window. The patient's blood pressure went back to normal, and the patient became stable. The patient was taken to the intensive care unit to remain under observation. It was further reported that the patient had a pericardial effusion with cardiac tamponade.